Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery alarm tests. The device failed the vibrate check during testing due to a broken vibrator motor wire. A scratched display window and cracked reservoir tube lip was also noted.

Event description:
The patient called to report no delivery alarms and high blood glucose levels. The patient also stated that she was hospitalized with a high blood glucose of 595 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. However, the patient stated that she has tried everything to resolve the issue of no delivery alarms, but she continues to get them. The patient declined further troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.